Manufacturer narrative:
Section h4 - device mfg date updated from blank to 12/1/2012 section d10 - concomitant product changed from ict modle, 09d28-04, unknown, to blank the field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, including replacement and cleaning of several parts, flushing of water lines, and alignment of the wash station. This resolved the issue as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the parts involved, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 for serial (B)(6) was identified.

Event description:
The customer observed falsely decreased sodium and calcium results generated on the architect c16000 for patient samples. The following data was provided: initial na result = 109 mmol/l. Repeat result = 135 mmol/l. Initial ca result = 1.1 mmol/l. Repeat result = 2.35 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium and calcium results generated on the architect c16000 for patient samples. The following data was provided: initial na result = 109 mmol/l repeat result = 135 mmol/l initial ca result = 1.1 mmol/l repeat result = 2.35 mmol/l no impact to patient management was reported.